Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that bolus stopped due to occlusion. The customer bolus total 9.1 unit of insulin but only 4.6 unit of insulin had been administered. After troubleshooting customer was able to delivered insulin and no occlusion found. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.